Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. Event date: unknown. This report is for an unknown cable/unknown lot. (B)(4) -used to capture amputation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the failing of locking compression plate synthes fixation (lcp sf) plate-screw construction occurred shortly after the surgery took place. The canine had to be revised with a large fragment locking compression plate (lf lcp) which failed to consolidate. The leg was later amputated due to malignity found locally in leg. Also after the second revision the locking compression plate (lcp) fragment; the fracture did not heal. There were no reports of any surgical delay. In the end they had to amputate the leg of the dog. The provided x-rays were reviewed by the manufacturer and it was noted that there were three broken screws and a broken cable. This report is for an unknown cable. This is report 3 of 3 for (B)(4).